Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was 30 mg/dl with severe headache, confusion, and shaking on an unspecified date. It was reported the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted the pump¿s basal rate and bolus settings were recently adjusted by a healthcare provider. It was reported the pump¿s basal history and total daily dose basal history matched the programmed basal rate; the bolus history correlated appropriately to the total daily dose bolus history; and the pump was correctly calculating recommended boluses. The reporter noted additional boluses were recorded in the pump¿s history; it was reported the patient admitted to accidental button presses while programming a bolus. During troubleshooting, the pump successfully delivered an air bolus, which was accurately recorded in the pump¿s history. The reporter noted the patient¿s chronic pain, gastroparesis, and significant weight change contributed to the reported bg excursion. This complaint is being reported because the patient¿s reported pump-use error contributed to the alleged bg excursion. There was no indication or allegation of a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.